Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the device evaluation and the results of the legal manufacturer¿s evaluation, the root cause of the event could not be identified nor could the event be duplicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that spare lamp mode occurred. The problem, as reported to olympus, was identified during maintenance. There was no patient injury, associated with the problem, reported to olympus.